Event description:
It was reported that the patient underwent a revision procedure due to postoperative inflammation and pain with an inflatable penile prosthesis (ipp). Following the implant procedure an infection was confirmed though clinical tests. The ipp cylinder and pump was explanted on (B)(6) 2019 and nothing was implanted. On (B)(6) 2020 a new ipp cylinder and pump was implanted. The patient is healthy following the procedure.